Manufacturer narrative:
The device and battery were not returned to zoll medical corporation for evaluation; the customer did provide device history files for review. The customer's report was not observed or confirmed during the review of logs. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.